Manufacturer narrative:
On (B)(6) 2021 the stimulator was successfully explanted, and no new issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, patient engaging in strenuous activity, implanting an expired product, not prepping the skin, using inappropriate tools, and patient interfering with the incision site have been ruled out as potential causes. The implanting clinician stated that the cause of the infection is due to the patient having poor tissue quality. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of infection was due to patient being a poor candidate due to health, weight, or age and clinician user error.

Event description:
Patient scheduled for stimulator explant due to infection at one of 4 incisions. Patient reported drainage and was seen by md today and slight redness noted and failure to close completely at one incision. Patient placed on antibiotics.